Event description:
The device was used during a right upper lung resection procedure. Reportedly, the instrument was difficult to close and broke. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.